Event description:
A customer contacted beckman coulter, inc. (Bci) regarding erroneously elevated troponin (accu tni) results generated by the unicel dxi 800 access immunoassay system for a single patient. The initial accu tni result was 0.95 ng/ml. The original sample was re-centrifuged in lab centrifuge and then retested for accu tni, and repeated results were: 0.61 ng/ml and 0.43 ng/ml. The sample was re-spun in a statspin centrifuge and retested several times for accu tni; results were in the range of 0.01 ng/ml-0.03 ng/ml. A fresh sample was collected from the patient on the same day and tested for accu tni and results of 0.31 ng/ml and 0.32 ng/ml were obtained. The 2nd sample was re-spun in the statspin centrifuge and retested, and results were 0.01 ng/ml and 0.02 ng/ml. Additionally, the 2nd sample was tested on a different instrument in the customer's lab for troponin and a result of 0.004 was obtained. The erroneous results were reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
Qc was within specifications before and after the event. However, actual qc data has not been provided. Customer collects samples in 13 x 100, 3.5ml bd lithium heparin tubes. The samples were originally centrifuged for 7 minutes via the automation line. Samples centrifuged in the lab centrifuge are spun at 3,500 rpm for 5 minutes, and specimens centrifuged in the statspin centrifuge are spun at 8,500 rpm for 2 minutes. The specimens were full draws and clear. A field service engineer (fse) was dispatched to the customer's labe: the fse performed a diagnostic testing which partially failed. The fse replaced: aspirate probes, peri-tubing, and probe tips. The fse cleaned wash carousel, verified alignments, and adjusted ultrasonics. The fse repeated diagnostic testing which passed. The fse was also working on implementation an accu tni repeat protocol for the lab. The customer is now re-spinning and repeating all accu tni results. Although pre-analytical sample handling could be a contributing factor, a clear root cause for this event has not been concluded to date. A malfunction will be assumed for the purpose of this report.